Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the pump was returned with moisture under the display; the pump¿s history could not be downloaded due to moisture damage. The pump powered on to a blank display screen; the complaint was unable to be investigated due to this. Unrelated to the initial complaint, the battery compartment and pump casing were cracked. The pump failed a leak test due to this. The pump cover was opened further moisture damage was found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.